Manufacturer narrative:
Additional expiration date: 06/30/2018; additional lot number: 6348849; additional manufacture date: 12/13/2016; bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
While using the bd vacutainer® lh pst¿ ii plus blood collection tubes, it was reported that there were traces of gel remaining on the walls after centrifugation.